Event description:
He manufacturer service technician reported that the device overheated while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.